Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument started to fire out the clips (ejected) during a single firing. There was no consequence to the pt.